Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to being unable to capture in target vein at low thresholds. There was diaphragmatic stimulation in all vectors. A new lead with different model was implanted. No adverse patient effects were reported.